Manufacturer narrative:
Oil mist - capital equipment, unit evaluated at the customer facility. The fse confirmed that the unit is misting and performed a preventative maintenance on the unit. The unit was tested and met specifications. This issue is being addressed with a customer letter, related to correction and removal.

Event description:
The customer complained of haze coming from the unit and requested service. The customer stated that they have not had any physical complaints related to the unit. The asp field service engineer (fse) went to the facility to repair the unit.